Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (eifu) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015 a 2.5x15mm xience xpedition stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 2.5x12mm xience xpedition was successfully implanted in the proximal lad lesion. The patient was discharged home that same day. On (B)(6) 2015, the patient started experiencing chest pain and another percutaneous intervention (pci) was scheduled. On (B)(6) 2015, the 2.5x15mm xience xpedition mid lad stent possibly contained re-stenosis within 5mm. Another xience stent was implanted in the mid lad as treatment. The event resolved without sequela. There was no additional information provided.